Event description:
Boston scientific crm received information that near the completion of the implant procedure this dextrus lead exhibited non-capture. During a repositioning of the lead, a perforation of the heart wall occurred resulting in a drop in blood pressure. The procedure was stopped and the patient was transferred to another facility. The lead was noted with normal measurements and remains in service. No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.